Manufacturer narrative:
H6- device evaluation: lens was returned with debris throughout the lens, in microcentrifuge vial. Visual inspection found a haptic torn/bent. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
A4: unk a5: unk a6: unk h6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was repositioned but the problem was not resolved. Due to lens rotation not associated to a low vault, the lens was removed and replaced intraoperatively for a longer length lens (implanted vertically). The problem was not resolved. Cause of event was reported as unknown.there are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.